Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for power error. The customer¿s blood glucose level was unknown at the time of incident. Customer reported that the internal power source in the pump is unable to charge. Customer reported that pump is operating on the aa battery only. Customer reported that she previously report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode and passed displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed replace battery now due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly.